Manufacturer narrative:
(B)(4). Date sent: 11/2/2023. D4: batch # 127c35. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was received with an opened package. The reload was received fully fired and with damage on the reload deck. No functional test was performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 127c35, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.